Event description:
During a laparoscopic cholecystectomy an er320 would spit out clips after the trigger was released. The device was from an ftr72 tray, lot#j44y83. The case was completed with a new er320. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to what have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. There were no anomolies noted with the instrument spitting the clips. The reported incident could not be recreated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.